Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (citrobacter freundii complex) had a sensitive result for the drug ertapenem while the drug ceftolozane tazobactam was resistant. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
Summary inconsistencies: this complaint is for low mic results for ertapenem (etp) with citrobacter freundii and klebsiella aerogenes when using phoenix panel nmic-306 (catalog number 449292) batch number 4346015. The customer did not provide isolates, or panel returns but provided phoenix generated lab reports for the investigation. The lab reports show low mic results for etp with citrobacter freundii and klebsiella aerogenes when using the complaint batch. To investigate, retention panels from the complaint batch and control panels were inoculated with in house isolates c. Freundii complex enf 16539 and k. Aerogenes enf 16682 to observe for etp mic results. The investigation returned all panels with satisfactory etp mic results; therefore, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (citrobacter freundii complex) had a sensitive result for the drug ertapenem while the drug ceftolozane tazobactam was resistant. No health impact or consequence reported. Report 2 of 2.